Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the printer for labels were not working. The field service engineer reinstalled the zebra printer drive and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the printer labels were not working. The customer reported that the user was unable to print insulin lispro labels. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.